Manufacturer narrative:
Additional information: the screw was not returned for evaluation so no results are available and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00562.

Event description:
It was reported that a screw and sleeve would not connect together during surgery. An alternative screw and sleeve were used to compete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.